Event description:
It was reported that a lead integrity alert was triggered for oversensing on both the atrial and ventricular channels. There appeared to be a lead/lead interaction from the stored episode. Reprogramming was performed. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694958 lead; 5076-45 lead, implanted 2005-(B)(6). (B)(4)